Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A memory download could not be performed and there was no device data available in the remote monitoring system. The device was unable to connect to a programmer via telemetry, and while attempting to connect to an engineering level programmer, a native comm failure message was observed. The device case was removed to facilitate inspection of the internal components and circuitry. The battery voltage was measured and found to be too low to support telemetry functions. Additional testing was performed on the battery and the current and voltage fluctuations were not as expected. The device's internal circuitry was tested and no high current condition was observed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.